Event description:
Dealer sates received new motor from order (B)(4), and it had some oil on the motor when he opened it but it seemed fine so he installed it. It is now leaking oil on the consumers floor. Per (B)(6) in tech, replace this per location of leak. (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.